Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. A catheter and the guidewire were physically investigated. Also, an image was provided for review. During physical investigation it was noted the flexible part of the guidewire was detached and sent separately. The catheter after couple runs in the water worked as intended and nominal aspiration was achieved. No further damage on the catheter or guidewire was noted. The user report does not provide more detail information when the break occurred and therefore it is not clear how guidewire tip break happened. However, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via left popliteal vein, the gold part of the tip of the wire was allegedly sheered off in the patient. It was further reported that when the wire was removed, there was a piece of the wire still in the patient. Reportedly, snare was used to remove the sheared wire that was left in the patient. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure via left popliteal vein, the gold part of the tip of the wire was allegedly sheered off in the patient. It was further reported that when the wire was removed, there was a piece of the wire still in the patient. Reportedly, snare was used to remove the sheared wire that was left in the patient. There was no reported patient injury.